Manufacturer narrative:
Based on additional information received, the homechoice device was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient ¿coded¿ while connected to a homechoice device. Treatment for the event was unknown. Subsequently, the patient passed away. The cause of death was unknown. It was not reported if the patient was hospitalized prior to death or if an autopsy was performed. The nurse reported there was no device malfunction or alarms generated. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Sample analysis of the homechoice device was performed and the device was found to meet specifications. Internal and external inspection was performed, and no issues were noted. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No device failure or malfunction was identified that could have caused or contributed to the reported event. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.